Event description:
Allegedly the pt reported increased pain. X-ray showed a fractured femoral head. The pt doesn't have sustained trauma.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. This report will be amended when the investigation is complete. Trends will be evaluated. Event occurred in another country and product was manufactured in a third country.